Event description:
The customer reported to customer technical support (cts) noting an unknown fluid leak on the floor. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves while troubleshooting the event with cts. The customer was unable to determine the source of the leak. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. Cts generated service request to investigate the event. The customer reviewed patient results prior to the event occurrence and determined the results were correct, therefore, the leak did not affect patient results or treatment. On the day of the event, a field service engineer (fse) was dispatched. The fse cleaned the reaction wheel tray, the sample wheel area and the hydro system. No leaked were noted. The fse noted that the cap piercer wick needs to be replaced and determined that was the source of the leak. The root cause of the event is due to cap piercer wick. The fse ordered a cap piercer wick for the customer to install. Since this event, no further leaks have been reported.

Manufacturer narrative:
(B)(4).